Event description:
A ds2adv auto CPAP device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed there was no evidence of foam particles or degradation. Found the evidence of contaminated device with scratches and burnt pca. Additionally, the device was scrapped.